Event description:
It was reported that the device was leaking onto the sheet. When the device was examined by the hospital it appeared to be split along the side and the intravenous fluid was leaking from it. After the leakage was noted the infant was examined and found to have not suffered any adverse effects.